Manufacturer narrative:
The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced wound dehiscense. The patient was admitted for surgical debridement, of her irritated scalp wound, following her one month follow-up visit. The event was considered resolved.